Event description:
(B) (6). It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated the target lesion located in the left anterior descending (lad) artery. The patient returned at the 9 month follow up visit and angina pectoris was diagnosed but no apparent treatment took place. At the 12 month follow up visit in (B) (6) 2008, the angina pectoris worsened and the patient was hospitalized. Angiography the same day confirmed a 90% 3.0x5mm restenosis at the edge of the unspecified taxus stent previously implanted in the proximal lad. Reintervention in (B) (6) 2009 treated the target lesion with ballooning and the placement of an unspecified taxus stent resulting in 0% residual stenosis and timi 3 flow. The patient's condition was listed as "better" the same day. Per the physician, the event was listed as "related" to the study stent. Additional information has been requested but not available. It was further reported that three taxus express 2 stents were implanted in the index procedure. The first target lesion was a 90% stenosed, 3.27x32.9mm lesion located in the proximal lad. Treatment consisted of pre-dilation, the placement of a 3.00x32mm taxus express 2 study stent and post-dilation. Residual stenosis was 0% and timi-3 flow was maintained throughout the procedure. The second target lesion was a 90% stenosed, 2.58x14.9mm target lesion located in mid lad. Treatment placed a 2.75x16mm taxus express 2 study stent resulting in 0% residual stenosis. Timi-3 flow was maintained throughout the procedure. The third target lesion was a 90% stenosed, 2.03x15.5mm lesion located in 2nd diagonal branch. Treatment consisted of pre-dilation with an unspecified balloon, the placement of a 2.50x20mm taxus express 2 study stent, and post-dilation. While pre-dilating, a vessel dissection occurred in the 2nd diagonal branch, and the 2.50x20mm taxus express study stent was used for bail out treatment. Residual stenosis was 0% and timi 3 flow was maintained throughout the procedure. No further information was available concerning the balloon used for pre-dilation. Three days later, the patient was discharged on plavix and bayaspirin.

Manufacturer narrative:
It is indicated that the device will not returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B) (4).

Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt presented with in stent restenosis. The index procedure treated that target lesion located in the left anterior descending (lad) artery. The pt returned at the 9 month f/u visit and angina pectoris was diagnosed, but no apparent treatment took place. At the 12 month f/u visit in 2008, the angina pectoris worsened and the pt was hospitalized. Angiography, the same day confirmed a 90% 3.0x5mm restenosis at the edge of the unspecified taxus stent previously implanted in the proximal lad. Reintervention two months later, treated the target lesion with ballooning and the placement of an unspecified taxus stent resulting in 0% residual stenosis and timi 3 flow. The pt condition was listed as "better" the same day. Per the physician, the event was listed as "related" to the study stent. Add'l info had been requested, but not available.